Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: device evaluation: on investigation, the keypad cover was intact without damage. On investigation, all of the keypad buttons were unresponsive. The keypad cover was removed for investigation revealing the button contact on the contrast button was inverted. The inverted button contact was removed from and afterward, the remainder of the keypad buttons then demonstrated normal response.

Event description:
The pump was returned for investigation. Investigation revealed keypad button unresponsiveness. This report is made based on results of investigation completed on (B)(6)2015.